Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint consisted of (1) 254401017 attune impaction handle, lot number nw147396. Evaluation of the returned attune impaction handle confirmed the reported event. Visual examination found the locking mechanism has broken. All pieces of the device were returned except the spring component. Provided information stated all the pieces of the instrument were retrieved. Complaints databases searched on product codes 254401017 identified previous complaints received for this failure mode. With regard to the redesigned handle; significant changes were done to increase the robustness of the lever and prevent the lever from going to a 3 point bend which had resulted in failures of a similar design previously. The device is provided with a hard stop against the attune tibial tower and even in this condition there is room for the lever to rotate further which prevents it from going to a 3 point bend. It is speculated that the device failed during tibial preparation (when used with the tibial tower). The risk of breakage of the lever has been considered in the risk assessment. The potential harms include- soft tissue irritation/ pain/ adverse tissue reaction & surgical delay. The complaint does not indicate any patient effect or surgical delay. The attune kit contains 2 handles for improving surgical efficiency. Both handles are never used simultaneously for a procedure. It should be noted that an investigation was initiated to investigate and determine the root cause of the failure and concluded the root cause as undetermined. A hhe /qrb was initiated with a recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under a CAPA. Complaint trends will be monitored by post market surveillance through sep-(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that when impacting the femoral implant, the red knob that enables the impactor to be connected and taken off was broken. The spring fell out as well. All pieces were retrieved and a surgical delay of 30 seconds.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.